Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Pfs and medical records received from legal. Pfs alleges that the patient suffers from pain, burning, blurry vision, numbness, no range of motion, and elevated cobalt chromium levels.

Event description:
Patient seeking legal action. Pfs and medical records received from legal. Pfs alleges that the patient suffers from pain, burning, blurry vision, numbness, no range of motion, and elevated cobalt chromium levels. Update - 2/27/2013 - litigation papers received. It is alleged that the patient suffers from discomfort. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Corrected: event/problem description, date received by manufacturer. Depuy still considers this investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.